Manufacturer narrative:
The (B)(6) facility returned the impella product and console data logs. The analysis of the data logs confirmed the drop in flows. Upon investigation of the product, the pump was found to have a broken impeller blade, localized to one side. No other defects were found on the pump. The cause of the low pump flows was the broken impeller blade which was possibly caused by interaction with the tavr. No corrective action is warranted at this time. The failure mode will be monitored and trended.

Event description:
An impella cp was placed on a patient in the EU for support during a high risk cardiac angioplasty. After approximately 2 hours of support the pump flows diminished. Pump remained on for support during angioplasty despite the flows being lower than expected.